Manufacturer narrative:
(B)(4). Pharmacovigilance comments: the serious event of absorbable device issue and the non-serious event of suspected counterfeit product were assessed as unexpected and possibly related to the product. The case was classified as serious by both the FDA and the company; serious criteria included important medical event. The patient mentioned that the product box did not look like the packaging for restylane on the internet. However, without the lot number, packaging or sample of the product used, identification of the product, and the potential for product tampering or counterfeit product could not be evaluated. Restylane packaging has changed over time and might vary in different regions of the world. Additionally, restylane implants have been known to last longer than a year in some cases due to predisposing factors such as the treatment location, anatomical variations and patient skin quality. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case (B)(4) is a spontaneous report sent on 14-aug-2018 by a patient submitted by the food and drug administration (FDA) (authority reference number mw5078462). No information about medical history, concomitant medication, history of allergies or previous filler treatments. On an unknown date in 2017, the patient received treatment with restylane-l to the nasolabial folds. Amount, lot number, needle type and injection technique were unknown. The patient reported, the product was supposed to degrade within a year and it's still here(absorbable device issue). The patient reported he/she felt the product was counterfeit(suspected counterfeit product) due to the extend length of time the product was present. Also when she further investigated, the product box did not look like any of the (B)(6) pictures available. Treatment for the adverse event was not reported. Outcome at the time of the report: it was supposed to degrade within a year and it's still here was unknown. Counterfeit was unknown.